Event description:
It was reported that premature battery depletion was observed. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. With a new battery, the device was tested on the bench and using automated test equipment and no high current drain sources were observed. The cause of the premature battery depletion could not be determined.